Event description:
Pt here for treatment of back pain. Place on traction unit table. Traction pressure manually progressed to 120 lbs over 3 steps. Just as reaching targer of 120 lbs, tautness in cable/rope suddenly gave out, went slack, causing pt to jerk and report increase in back pain and muscle spasms. Pt treated and released from emergency dept. Pt now alleging "serious personal injuries". Unable to confirm the nature of these.